Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that clinic received a merlin.net transmission with the alert for atrial lead impedance out of range even though the atrial port is plugged. The device was reprogrammed and the patient will continue to be monitored.